Manufacturer narrative:
Sus voluntary event report was received. Medwatch: mw5147531.

Event description:
It was reported that the left ventricular lead exhibited low pacing impedance. No known intervention was performed and patient condition was unknown.